Manufacturer narrative:
(B)(4). Device evaluation: the insulin pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump was evaluated and found to be operating within required specifications and delivering insulin accurately. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump clearly displays the message "disconnect infusion set from your body" and "be sure set is disconnected from your body then select continue" on the prime screen. The pump was exercised for 29 hours with no delivery issues.

Event description:
The patient's mother contacted animas on (B)(6) 2012 to report loss of prime warnings as well as an intermittent power issue with the subject pump. At the time of the call, the patient's mother informed customer support that on a couple of occasions (dates not provided) the patient's blood glucose (bg) dropped after the patient primed the pump while still connected. The reporter stated the patient' s bg dropped to "50 mg/dl" with symptoms of shaky. The patient reportedly corrected the low bg with food and/or drink. At the time of the call, the patient's mother stated that the patient is aware that he needs to disconnect from the pump prior to priming the pump. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of severe hypoglycemia while on insulin pump therapy. The patient's alleged hypoglycemia can be attributed to use error since the pump alerts the patient to disconnect prior to priming.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled. Please refer to manufacture report # 2531779-2012-04172 for alleged power complaint.